Event description:
An industrial seller reported that the glued connection between the catheter and the hub is leaky.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was reported that the device was not used on a patient. No nonconformity has been registered on this batch. No additional complaints have been received on the batch in question. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.